Event description:
We have an active duodenoscope surveillance culture program and culture the duodenoscopes after high level disinfection x2. We use separate sterile brush and culture media for upper elevator, lower elevator and lens. We also culture a sterile water was from the working channel. Wer performed an ercp on (B)(6) 2015 with an olympus tjfq180v ((B)(4)); scope cultures before and after the procedure were negative. Prior to this ercp, this duodenoscope had been cultured and was culture negative 9 times. While our protocol is to only culture after patient use, the same scope was inadvertently reprocessed and re-cultured (B)(6) 2016, and the lower elevator scope culture was +streptococcus sanguis (<100 colony forming units/ml.). We subsequently reprocessed and re-cultured (B)(6) 2016, and the lower elevator scope culture grew out pseudomonas aeruginosa (5 colonies/ml). The scope was again reprocessed and re-cultured (B)(6) 2016, which was negative. The scope has been sent back to olympus for evaluation. We are re-evaluating and validation our culturing technique. Steris is evaluating our reprocessing machine. We do not believe that the patient who underwent a procedure (B)(6) 2015 is at any risk as the pre- and post- ercp duodenoscope cultures were negative.